Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of another manufacture¿s distal type I endoleak and continued disease progression of a dissection that was treated. Another manufacturer's stent graft was used to entry site of the dissection was covered by other manufacturer¿s stent graft. But re-entry was the site that just covered celiac artery, so that the patient has been monitored. In the past, the patient had aaa and other manufacturer¿s stent graft has been implanted for the treatment. Currently, tevar was performed after reconstruction of bypass between the celiac artery and superior mesenteric artery (sma). The patient was currently on dialysis therefore the renal artery was intentionally occluded. A valiant stent graft 28x28x150 was implanted between the other manufacture¿s thoracic stent graft (distal portion) just above the celiac artery and other manufacturer¿s abdominal aortic stent graft that was implanted at just below renal artery. But type iii endoleak was confirmed because proximal side and distal side were small in junction length. A valiant stent graft 32x32x150 was implanted at the overlapping part of the proximal side. The proximal type iii endoleak, separation was resolved. But type iii endoleak was confirmed from distal side at the junction of the epl and valiant. Though the third valiant was considered to be implanted, the physician decided to monitor the patient without additional implant. No additional clinical sequelae were reported.